Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly. Blood glucose value was 54 mg/dl at the time of the incident. There was no hospitalization. No troubleshooting was performed for low blood glucose value. The customer was assisted changing the sensor and nothing will be replaced or returned.